Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty using large-diameter metal-on-metal articulation in patients with neuromuscular weakness," which aimed to evaluate the clinical and functional outcomes of tha using large diameter metal-on-metal articulation in patients with neuromuscular weakness. One patient identified in the article expired approximately one month post-op due to aspiration pneumonia. There has been no further information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - unknown m2a magnun acetabular component catalog#: ni lot#: ni, unknown m2a magnum taper adapter catalog#: ni lot#: ni, unknown zimmer m/l taper femoral stem catalog#: ni lot#: ni, unknown femoral head catalog#: ni lot#: ni.